Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported the following difficulty charging: recharging too often and difficulty maintaining the antenna over the implantable neurostimulator (ins). It was stated that the coupling bars also fluctuate between half and full, and it was taking a long time to recharge their ins. The consumer repositioned the antenna over the ins and it resolved issue. No symptoms reported. It was further reported that the consumer had been charging for 4.5 hours and the ins level wouldn't go past 1/2 full. The consumer confirmed this with both the patient programmer and recharger. It was noted that the patient had received adhesives discs and was advised to maintain the full coupling they had and see if the ins would fully charge. It was stated that the charging equipment and ins seemed to functioning okay besides ins charge level not progressing. The patient was implanted for post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.